Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "does not detect door" was not reproduced. A review of the event history log revealed "shut door power off" message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified through log review but no component issue was determined for causality. No device correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not detect the closed door. This occurred during programming/setup in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.